Manufacturer narrative:
(B)(6).

Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty in the proximal right coronary artery (rca). The 90% stenosed target lesion was located in mildly tortuous and moderately calcified proximal rca. The lesion was predilated and prepared with a 2.0 and 2.5 nc balloons and a 2.5 x10mm scoring balloon. A 3.50 x 16 synergy drug eluting stent was deployed. The balloon inflate and the stent was fully deployed at 11 atmospheres with no issues encountered. Post deployment, a distal edge dissection was noted. A 3.00 x 12 synergy stent was used to cover the dissection and complete the procedure. There were no further patient complications, the patient was stable and fully recovered at the end of the procedure.